Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the prosthesis wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear and femoral loosening could not be determined as the devices were not returned for evaluation, and radiographs were not provided.

Manufacturer narrative:
Manufacturer narrative updated: the revision was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the prosthesis wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear and femoral loosening could not be determined as the devices were not returned for evaluation, and radiographs were not provided.

Manufacturer narrative:
Pending investigation. D10: logic cr femoral por, left, sz 3.5 02-010-04-0235 4416748, lgc tibial fit tray cem sz 3.5f / 4.5t 02-012-45-3545 4160868, three peg patella 41mm 200-02-41 6436381.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2020. The patient was revised on (B)(6) 2023 and the femoral component and tibial insert were removed due to wear as well as femoral loosening. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.